Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was inserted into the sheath with force and the sheath valve broke, and air was continuously removed during aspiration. The sheath and balloon catheter were replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.